Event description:
It was reported that during a subacromial decompression procedure using the quantum 2 sys with an unk arthrowand, the wand stopped working while in the middle of the procedure. A new wand opened, however, the controller would not activate this wand at all. The procedure was ultimately completed using a competitor's device. There were no significant delays or pt complications reported as a result of this event.